Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was reported that upon completion of the motion calibration process, the issue was resolved. No parts were replaced. No further issues reported.

Event description:
A medtronic representative reported that the imaging system lost home upon boot up, and prompted the user to complete the motion calibration. There was no patient present when this issue was identified.